Manufacturer narrative:
Batch review performed on 09 july 2026 gmk-spherika 02.12.ka174r gmk spherika femur porous tigrowthc+ha s4+r (k130299) lot. 2432515: (B)(6) items manufactured and released on 07-mar-2025. Expiration date: 18-feb-2030. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0412fr gmk-sphere tibial insert e-cross - flex 4r - 12mm (k202022) lot. 2402554: (B)(6) items manufactured and released on 12-mar-2024. Expiration date: 25-feb-2029. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.3d04r gmk 3dmetal tibial tray size 4r cementless (k221850) lot. 2435209: (B)(6) items manufactured and released on 07-mar-2025. Expiration date: 24-feb-2030. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the cause of the extensor mechanism failure is unknown, and there is no indication of trauma. Based on the available information, there is no indication that any potential device-related issue may have caused or contributed to the event.

Event description:
Revision surgery was performed approximately 1 year after the primary procedure due to pain and instability associated with a failed extensor mechanism. The cause of the failure is unknown and there was no indication of trauma. The surgeon revised the medacta gmk-spherika implants (femoral component, insert, tibial tray) to gmk-hinge with extensor mechanism allograft.